Event description:
While performing a flexible ureteroscopy with attempted stone extraction, the ureteroscope malfunctioned. The endoscopy demonstrated a ureteral perforation; a stent was placed and the case was aborted.